Event description:
It was reported that "patient in critical condition, hospitalized in the intensive care unit (ICU), with delicate vascular conditions that initially hindered the insertion of a PICC catheter in the left upper limb. Due to anatomical complications, the specialized nursing staff proceeded to place the catheter using the tunneling technique. At 48 hours post-insertion, the vascular access team received a report of catheter detachment at the connector level." The line was clamped and exchanged. There was no medical intervention required. It was reported the patient was in critical condition with no association to the reported event. The patient's current condition is reported as "stable in the special care unit".

Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen PICC catheter for analysis. Signs of use were observed. The distal end of the catheter body appeared intentionally severed. Visual and microscopic analysis revealed the distal extension line was separated from the luer hub, and a portion of the extension line was visible within the luer hub. The extension line appeared rough and jagged at the point of separation. This damage is consistent with past manufacturing molding complaints. It was noted that a cut was observed on the extension line proximal to the separation point. The edges of the cut appeared smooth and uniform which is consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). The outer diameter of the distal extension line measured 0.096", which is within the specification limits of 0.093"-0.097" per distal extension line extrusion product drawing. The inner diameter of the extension line measured 0.056", which is within the specification limits of 0.055"-0.059" per extension line extrusion product drawing. Manufacturing was contacted as a part of this complaint investigation. They stated that the separation of the extension line from the luer hub is consistent with past molding issues; however, the cut on the extension line may be due to use errors such as contact with a sharp instrument. Due to the possibility that manufacturing contributed to this damage, they will further investigate this issue. A device history record review was performed, and there was one potential finding. A non-conformance was initiated for lots 13c24g1070 and 13c24e1848 in regards to extension line luer hub separation in use. A non-conformance will be initiated to investigate whether the failure mode of this complaint is the same as/relevant to the non-conformance identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual and microscopic analysis revealed the distal extension line was separated from the luer hub, and portions of the extension line were visible within the luer hub. The extension line appeared rough and jagged at the point of separation. However, it was noted that a cut was observed on the extension line, and the edges of the cut appeared smooth and uniform which is consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). Various factors could contribute to the observed damage to the extension line including the manufacturing molding process and/or unintentional contact with sharps by the user; therefore, the root cause is undetermined. A non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "patient in critical condition, hospitalized in the intensive care unit (ICU), with delicate vascular conditions that initially hindered the insertion of a PICC catheter in the left upper limb. Due to anatomical complications, the specialized nursing staff proceeded to place the catheter using the tunneling technique. At 48 hours post-insertion, the vascular access team received a report of catheter detachment at the connector level." The line was clamped and exchanged. There was no medical intervention required. It was reported the patient was in critical condition with no association to the reported event. The patient's current condition is reported as "stable in the special care unit".

Manufacturer narrative:
Qn# (B)(4).